Manufacturer narrative:
At the onsite visit the company representative adjusted the laser. Log file review of the treatment day shows no abnormality which can contribute to the reported event. The device history records for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively, because the log file does not show any contributing factor the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported to a company representative a vertical gas break through during lasik flap creation of the right eye. The surgeon was able to lift the flap and complete the lasik procedure. Upon additional follow up it was reported the flap was thin, the patient is doing well and has not been impacted.